Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer stated that the act was not responding. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.